Event description:
It was observed that during the device evaluation, the broncho videoscope exhibited leak at biopsy port and insertion tube peeling/separating. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of investigation, the possible cause and the root cause of reported issues could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.